Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an in-service presentation, it was observed that the battery chargers on the universal battery charger device did not function. According to the report, the lights came on initially but all lights went out when the battery devices were plugged in . It was further reported that the top plate was loose and could be pushed down, and the internals of the device rattled when the unit was turned upside down. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.